Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Log review confirmed persistent low glucose alarms throughout the day prior to the reported hospitalization. In response, the ilet paused insulin multiple times as designed. However, the user later presented with diabetic ketoacidosis (dka), suggesting that cgm readings may have been falsely low and resulted in inappropriate insulin suspension. Based on the available information, the ilet responded to cgm input as expected, and no malfunction of the insulin pump was identified. The cause of the event may be related to inaccurate cgm input.

Event description:
On 10-jun-2025, the user reported being transferred to the emergency room (ER) with a blood glucose (bg) level of 600 mg/dl. The user stated that the continuous glucose monitor (cgm) had been reading low for approximately two days, prompting repeated treatment with fast-acting carbohydrates and pauses in insulin delivery. They did not check their bg levels with a glucometer. The user was admitted to the hospital and diagnosed with diabetic ketoacidosis (dka), which was treated with intravenous (IV) insulin. The user was discharged on (B)(6) 2025 and was not expected to experience long-term health effects.